Event description:
Update: the customer reports that the hospital has an issue with the cvc kinking (and not leaking as originally reported).

Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire assembly for evaluation. The guide wire contains obvious signs of use in the form of biological material. Visual examination revealed five distinct kinks/bends along the guide wire body. The proximal end also contained slightly offset coils. Microscopic examination confirmed both welds were fully intact. The guide wire contained slightly offset coils between 5-12 mm from the proximal end. The other kinks/bends in the guide wire were located at 164, 175, and 192 mm from the proximal end. The total length of the guide wire measured to be 455 mm which is within specifications of 450-458 mm per product drawing. The outer diameter of the guide wire measured to be 0.627 mm which is within specifications of 0.610-0.635 mm per product drawing. No dimensional issues were found. The guide wire passed through a lab inventory introducer needle with slight resistance encountered at the kinks. A manual tug test confirmed both the proximal and distal welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The customer report of a kinked guide wire was confirmed by complaint investigation of the returned sample. The guide wire contained several kinks/bends along the body. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the customer report and sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.

Event description:
The customer reports that the hospital has an issue with the cvc leaking.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Update: the customer reports that the hospital has an issue with the cvc kinking (and not leaking as originally reported).